Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when attempting to discharge a patient, the surveillance rebooted. There was no patient incident.